Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized and has a diabetic ketoacidosis. The customer's blood glucose was 375 mg/dl at the time of the incident. The customer also reported that she experienced vomiting. The time of the emergency visit was 1:00am and the date of the emergency visit was (B)(6) 2015. The customer also mentioned that they received a no delivery alarm. The customer stated that the alarm was cleared by set change. The insulin pump will not be returned for analysis.